Event description:
Following a diagnostic catheterization in 2001, the physician achieved successful arteriotomy closure using the closer tsl 6 fr. Device. The pt was discharged following the procedure. The pt returned to the hospital 7 days later complaining of leg pain and difficulty walking. An angiogram was performed of the right femoral artery via the left groin that confirmed an occlusion at the femoral artery. The pt was referred to a cardiovascular surgeon and underwent surgery 3 days later. There was a large amount of thrombus noted which was removed. An intimal dissection was also noted. An onlay patch was placed over the right common femoral artery onto the profunda femoris artery and distally onto the superficial femoral artery. There was repair of the arteries after endarterectomy using 7-0 surgipro suture. Good flow was established following vessel repair, and the pt recovered without further incident.